Manufacturer narrative:
Additional information: h3, h6. H10: the device was received for evaluation. A visual inspection with the naked eye noted the female connector was separated from the mainbody of the transfer set. There was evidence of an insert chip present to the female connector, however, the insert was not returned with the sample for analysis. There was solvent present on the main body; therefore, the cause of the broken solvent bond was undetermined. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition of leak - at twist clamp was not verified. The cause of the separation between the female connector and mainbody of the transfer set could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set leaked; further described as "solution leakage from the rear of the white twist clamp". This was identified by the patient at home during treatment for peritoneal dialysis (pd) therapy. The transfer set was replaced with a new product to continue the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.